Manufacturer narrative:
Device evaluated by manufacturer. Updated to yes. Date of report: date on initial MDR should read as 2018-08-04.

Event description:
A peritoneal dialysis patient's contact reported that the cycler was alarming. The contact was unable to confirm which alarms were presenting. There was no patient connected to the machine at the time of the alarms. The patient had been hospitalized due to a stroke and was scheduled to return home the day following the reported event.

Manufacturer narrative:
It is unknown if a possible relationship exist between the patient experiencing a stroke and the liberty cycler. As noted in the medical record it is unclear whether the patients¿ hypertensive episode was the cause of or the result of his acute intracerebral event. As it was also discovered that the patient had been non-compliant with ccpd therapy as a result of ¿the machine not working¿ which may have contributed to the patients¿ hypertension. Additionally, esrd patients are at a higher risk for stroke then the general population (fu, et al., 2015). It is unknown if the patient had attempted manual pd therapy at that time.

Event description:
A peritoneal dialysis patient's contact reported that the cycler was alarming. The contact was unable to confirm which alarms were presenting. There was no patient connected to the machine at the time of the alarms. The patient had been hospitalized due to a stroke and was scheduled to return home the day following the reported event.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. An internal visual inspection of the cycler for the presence of visible liquid or evidence of past fluid (discoloration, watermarks, and powdery residue) was conducted. The internal inspection of the cycler found the front right top cover screw hole damaged (cracked and broken). There were no other discrepancies encountered in the internal inspection of the cycler.

Event description:
A peritoneal dialysis patient's contact reported that the cycler was alarming. The contact was unable to confirm which alarms were presenting. There was no patient connected to the machine at the time of the alarms. The patient had been hospitalized due to a stroke and was scheduled to return home the day following the reported event.